Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient had a terrible fall directly on their battery, and it was hitting the patient's bone after the fall. As a result, the patient was experiencing pain at the battery site. It was also reported the patient's leads migrated and were fully out of the space, which was confirmed via imagining, and as a result the patient was experiencing ineffective therapy. Surgical intervention took place where the whole system was explanted and replaced to address the issue. Effective stimulation was restored.